Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic assisted distal gastrectomy, the first device was use in gastrojejunostomy and the second device in jejunojejunostomy. The surgeon felt that the handle became more stiff than usual. It was impossible to squeeze the handle to get reach to the main body as usual use. After procedure, they reset the anvil and confirmed that the handle was still very stiff. A strong resistance was felt when there was at about 1.5 cm to complete the squeezing. There was no patient injury.